Manufacturer narrative:
(B)(4). Malformed clip. Eval summary: the analysis results confirmed that one device was received in good visual condition. The instrument was cycled, fed and formed 9 clips within mfg specs, two clips with a gap and one scissored clip. The instrument locked out as intended, but the orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a visceral surgery, the clips would not advance. No clip was visible at the tip of the device. Another like device was used to complete the case. There was no pt consequence.